Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated that surgical intervention was undertaken wherein the ipg was explanted and replaced. Therapy was restored after surgery.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient had difficulty charging the ipg in the summer of 2019 and the patient lost stimulation. Troubleshooting with multiple chargers did not resolve the issue. To address the issue, the physician may perform surgical intervention.